Manufacturer narrative:
(B)(4).

Event description:
It was reported "the swg is kinked". No patient involvement reported. Product was being used prior to use in clinical setting.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not alter the catheter, guidewire, or any other kit/set component during insertion, use or removal." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the swg is kinked". No patient involvement reported. Product was being used prior to use in clinical setting.